Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1611354p, medical device expiration date: 2021-10-31, device manufacture date: 2016-11-10. Medical device lot #: 1610704p, medical device expiration date: 2021-09-30, device manufacture date: 2016-10-17. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ non-sterile luer-lok syringe(s) experienced leakage. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that a bd plastipak¿ non-sterile luer-lok syringe(s) experienced leakage. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two used sample units were provided for evaluation by our quality engineer. Upon visual inspection of the samples, leakage was observed between the stopper ribs. The stopper was correctly assembled to the plunger within both samples. The syringes were disassembled and damage was observed on the barrel of one syringe. No damages or molding defects were observed on other of the other syringe components. A device history record review for lot number 1611354p did not reveal any deviations during production that could have contributed to the reported/observed defect. A device history record review for lot 1610704p revealed one deviation during production that may have contributed to the damaged barrel. During the marking process of lot number 1610704p, a failure was detected in the wheels that transfer the markings to the barrels, resulting in barrel damage. Upon detection, quality notifications were opened in which the mechanical team repaired the failure and the defective products were rejected to scrap. As the returned sample lots were not identified for each syringe, it cannot be determined which syringe belongs to the affected lot. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. No retained samples can be evaluated since there are not retained samples available for bulk references. Leak test according to iso-7886-1 annex d cannot be done with samples received since syringes are single and since they have been used, results for this functional characteristic could not be reliable. Since the root cause was identified and repaired during manufacturing process it has been determined no formal CAPA is required at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd plastipak¿ non-sterile luer-lok syringe(s) experienced leakage. There was no report of exposure, injury or medical intervention.